Event description:
A customer observed a single falsely elevated trop I es result on the vitros eci analyzer. Biased results were released; however, the elevated result was repeated in accordance with routine lab procedure and a corrected report was issued. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the event was related to the instrument performance. The field engineer addressed well-wash subsystem and post svc, the instrument was returned to expected operation. The root cause of the event is instrument related.